Event description:
Caller reported potential false negative troponin I (tni) results on triage cardiac panel test vs access. An (B)(6) female was tested on (B)(6) 2010 and had elevated tni value on the access. On (B)(6) 2010, she was tested in the ed using triage and had normal tni and ckmb results. The same day (different sample), she was tested on access and had elevated ck and ckmb results; no tni tested. The data on (B)(6) /2010 was tested using a lot of triage carioprofiler (w46614). Pt was admitted with abdominal pain and kidney damage.

Manufacturer narrative:
Investigation pending.